Event description:
Patient reported that she has been experiencing elevated blood glucose (values not provided) since 2004. She believes that the device is not delivering the proper amount of insulin. No error messages were generated by the device. Patient self-treated by the switching to insulin injections 1 week ago.